Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. They verified that the instruments were recognized and properly working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure could not be reproduced. The erbe unit energized and cauterized, and all ports recognized instruments. The c-00 error was in the error log.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that the erbe was not recognizing instruments. It was showing red question marks. The customer stated that they had a check neutral electrode alignment message on the erbe screen. Also, the customer stated they had already done 2 reboots on the erbe, tried new energy cords, tried both monopolar and bipolar ports, and tried a new grounding pad. The customer tried a 3rd energy cable and still had red question marks for both the monopolar and bipolar. The customer checked the grounding pad alignment and the issue remained. The customer tried a new instrument, but the issue remained with the erbe showing a red question mark. The customer continued with the case using the vessel sealer instrument with the e-100. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a robot hysterectomy procedure. The customer had completed their normal set up routine the morning of the procedure with nothing out of the ordinary noted. The procedure was converted to laparoscopic surgery with no additional ports placed. There was no injury to the patient.